Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-nov-2015, an fse visited the customer facilities, replaced the sample syringe due to possible micro leaks, and verified that all sampler alignments were correct and aligned those that needed correction. He verified and aligned the bottom of bottle alignment on small the bottle. He also checked the waste chute that had backed up causing y axis cup errors and cleaned the waste chute. As instrument's verification, the fse ran a sample twice, and afterwards, then the customer ran quality controls successfully. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a defective sample syringe.

Event description:
On (B)(6) 2015, the customer reported detecting bubbles 2-3 times a day with their aia-2000 analyzer. The customer was unable to run progesterone and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.